Manufacturer narrative:
The referenced ongoing driveline infection was reported under medwatch MFR report# 2916596-2015-00538. Approximate age of device ¿ 5 years and 1 month.  Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event and patient outcome could not be conclusively determined. Infection, renal failure, respiratory failure, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired due to respiratory failure, renal failure, infection. The patient had an ongoing driveline infection and was in acute septic shock on antibiotics infusion. The pump was operating as expected. No additional information was provided.